Event description:
Based on the medical record provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of a ventral hernia with two pieces of composix kugel mesh that were fused together. Extensive lysis of adhesions were performed. On (B)(6) 2007 - pt admitted for nausea, vomiting, an abdominal pain. Pt diagnosed with a small bowel obstruction and advised to lose weight. Discharged on (B)(6) 2007. On (B)(6) 2007 - pt underwent repair of a recurrent hernia with composix e/x. Lysis of adhesions were performed and two pieces of composix kegel mesh were excised. Medical records note no apparent disruption in the ring. On (B)(6) 2007 - pt underwent emergency surgery due to abdominal hemorrhage. The composix e/x mesh was removed and evacuation of a hematoma.

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt has comorbidities including diabetes and morbid obesity. The pt was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. Info related to the recalled second composix kugel mesh implanted on (B)(6) 2005 was reported in accordance with rae (B)(4). See MDR 1213643-2011-00631 for info related to the composix e/x mesh implanted on (B)(6) 2007.